Manufacturer narrative:
The best estimate date is between jul 15, 2025 and sep 2, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operative examination after the preloaded toric intraocular lens (iol) was implanted in the patient¿s right eye, the patient complained of blurred vision that had a significant impact on daily activities. The patient¿s pre-operative vision was documented as 20/60 -2, however post-operative vision is unknown. Subsequently, the lens was explanted in a secondary procedure. No patient injury was reported and no sutures or vitrectomy were required. There was no delay in procedure. The patient¿s recovery status is unknown. No further information was provided.